Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the physician had a leaky valve issue with the involved glidesheath slender device. Patient condition is unknown. The procedure outcome is unknown. It is unknown if any other devices or equipment were used with the glidesheath slender.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on past complaint history valve damage or valve dislodgement can lead to valve leakage, however, with no device return the exact cause of the reported event cannot be definitively determined.